Manufacturer narrative:
Cec assessed stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx stents were implanted into the lad. On the same day, the patient suffered cardiac enzyme elevation. The investigator and safety assessed the event as unlikely to be related to the index device but not related to anti-platelet medication. The patient recovered. Cec assessed the event as a non q wave mi (target vessel), 3rd udmi peri pci in the proximal or mid lad.